Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurement. Troubleshooting measures were performed. Subsequently, the device was reprogrammed and the patient will be monitored remotely. The patient is scheduled for further device follow up in one month. The right atrial lead remains in service. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).